Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One healing collar (hc343) was returned for investigation. Visual inspection of the as returned product identified damaged threads. Per complaint description, the associated implant was viable as doctor was able to place another healing abutment without difficulty. Functional testing was performed (using an applicable in-house implant) to seat the healing abutment. The abutment could not seat properly due to damaged threads. Doctor was attempting to place device on tooth # 19 when the incident occurred. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the doctor could not seat the healing collar. Another abutment was placed successfully. The product was returned and the reported complaint was confirmed through functional testing. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing collar would not seat on the implant.